Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Glucose was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: no log data was available for (B)(6) 2020. It is likely the patient provided an inaccurate date as the first low bg recorded by the device was observed on the next day, 1/3/2020. Blood glucose (bg) values from 47-52 mg/dl were recorded by continuous glucose monitor (cgm) from 7:34:48 pm to 7:59:48 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:34:48 pm and 7:49:48 pm. A tubing fill of size 13.5 units was observed on (B)(6) 2020 at 5:10:14 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 6:46:43 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.